Event description:
A spark/arc of electricity was noted from the laparoscopic scissors tip while dissecting the gallbladder of the liver bed. No patient harm. Date of use: (B)(6) 2013. Reason for use: laparoscopic cholecystectomy.